Manufacturer narrative:
The insulin pump was received with no up and down button response due to corroded keypad traces. No button error alarm noted during testing. Analysis was unable to verify for battery out of limit alarm due to no up and down button response. Pump received with minor scratched display window and cracked reservoir tubelip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 109 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.